Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause appears most likely to be the result of patient anatomy in conjunction with use of the device outside the instructions for use guidelines. No design or manufacturing issue was identified. The clinical review identified the following factors that may have contributed to the patient outcome: the bilateral iliac artery diameters of greater than 2.3 cm. Notably, there was an anterior intimal flap in the large fusiform aneurysm, an additional saccular aneurysm at the posterior bifurcation, a dissection of the right common iliac artery, and an ulceration of the left external iliac artery; calcifications within the aortic, and iliac artery blood lumens (dissections/ulcerations); and calcifications at the iliac fixation sites; and the use of anticoagulation therapy.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal aortic extension, and a limb extension. Upon follow up, computed tomography showed an increase in aaa diameter and radiologist dictation of a type 3b endoleak. Patient is in stable condition. Additional information (B)(6) 2015: a secondary procedure was done on (B)(6) 2015 in which physician elected to reline with a bifurcated device to correct the 3b endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal aortic extension, and a limb extension. Upon follow-up, computed tomography showed an increase in aaa diameter and radiologist dictation of a type 3b endoleak. Patient is in stable condition.